Manufacturer narrative:
The customer reported that they could not sync cardiovert a pt. There was no report of negative pt impact. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not sync cardiovert a pt. There was no report of negative pt impact.